Event description:
The customer sent in their mx40 device for repair. There was no patient harm reported by the customer. The device went through bench repair and it was confirmed that the speaker had malfunctioned.